Manufacturer narrative:
Additional information: (UDI). Evaluation summary post market vigilance (pmv) led an evaluation of one device. Observation of the of the device revealed that the bag tore at the neck, at the point of transition to the tail where the fork passes through the specimen pouch. The distal tip of the bag was ripped (clean across the weave), the probable root cause of this is use of traumatic instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lap urology procedure, while removing the specimen, the tab which was attached to the bag and the string torn off the bag. To resolve the issue, the bag was grabbed with a grasper and was removed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.